Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. External visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test: pass. A review of the share logs was performed and transmitter failed error was found. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.